Manufacturer narrative:
This case was initially received via regulatory authority (food and drug administration, reference number: mw5085008) on 28-mar-2019. The most recent information was received on 21-sep-2020. This spontaneous case was reported by a lawyer and describes the occurrence of menorrhagia ('heavy periods with extreme cramps'), arthralgia ('painful joints/ muscles') and endometriosis ('they also endometriosis during the surgery and try to remove it') in an adult female patient who had essure (batch no. 958713) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included general anesthesia in 2012. On (B)(6)2012, the patient had essure inserted. On an unknown date, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), arthralgia (seriousness criterion disability), endometriosis (seriousness criterion medically significant), myalgia ("painful joints/ muscles"), dysmenorrhoea ("heavy periods with extreme cramps"), alopecia ("hair loss"), tooth disorder ("dental problems"), dyspareunia ("painful sex"), migraine ("migraines"), allergy to metals ("nickel allergy") with urticaria and rash, abdominal pain ("belly pain") and constipation ("constipation"). The patient was treated with surgery (robotic-assisted bilateral salpingectomy with removal of essure coils and fluoroscopy). Essure was removed on (B)(6)2019. At the time of the report, the menorrhagia, arthralgia, endometriosis, myalgia, dysmenorrhoea, alopecia, tooth disorder, dyspareunia, migraine, allergy to metals, abdominal pain and constipation outcome was unknown. The reporter provided no causality assessment for allergy to metals, alopecia, arthralgia, dysmenorrhoea, dyspareunia, endometriosis, menorrhagia, migraine, myalgia and tooth disorder with essure. The reporter considered abdominal pain and constipation to be related to essure. The reporter commented: intervention required and disability/permanent damage was mentioned but not specified and/or assigned to one of the events. Date of insertion was mentioned as (B)(6)2012. Right side with approximately 3 coils from the tubal ostia diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in 2012: it was proper placement. Concerning the injuries reported in this case, the following ones were reported via social media: abdominal pain, constipation. Lot number: 958713 manufacture date: 2012-03 expiration date: 2015-03. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 21-sep-2020: quality-safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (food and drug administration, reference number: mw5085008) on (B)(6) 2019. The most recent information was received on (B)(6) 2020. This spontaneous case was reported by a lawyer and describes the occurrence of menorrhagia ('heavy periods with extreme cramps'), arthralgia ('painful joints/ muscles') and endometriosis ('they also endometriosis during the surgery and try to remove it') in an adult female patient who had essure (batch no. 958713) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included general anesthesia in 2012. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), arthralgia (seriousness criterion disability), endometriosis (seriousness criterion medically significant), myalgia ("painful joints/ muscles"), dysmenorrhoea ("heavy periods with extreme cramps"), alopecia ("hair loss"), tooth disorder ("dental problems"), dyspareunia ("painful sex"), migraine ("migraines"), allergy to metals ("nickel allergy") with urticaria and rash, abdominal pain ("belly pain") and constipation ("constipation"). The patient was treated with surgery (robotic-assisted bilateral salpingectomy with removal of essure coils and fluoroscopy). Essure was removed on (B)(6) 2019. At the time of the report, the menorrhagia, arthralgia, endometriosis, myalgia, dysmenorrhoea, alopecia, tooth disorder, dyspareunia, migraine, allergy to metals, abdominal pain and constipation outcome was unknown. The reporter provided no causality assessment for allergy to metals, alopecia, arthralgia, dysmenorrhoea, dyspareunia, endometriosis, menorrhagia, migraine, myalgia and tooth disorder with essure. The reporter considered abdominal pain and constipation to be related to essure. The reporter commented: intervention required and disability/permanent damage was mentioned but not specified and/or assigned to one of the events. Date of insertion was mentioned as (B)(6) 2012 right side with approximately 3 coils from the tubal ostia diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in 2012: it was proper placement. Concerning the injuries reported in this case, the following ones were reported via social media: abdominal pain, constipation. Most recent follow-up information incorporated above includes: on (B)(6) 2020: medical records received. Lot number added. Reporter information were added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (food and drug administration, reference number: mw5085008) on 28-mar-2019. The most recent information was received on 02-dec-2019. This spontaneous case was reported by a lawyer and describes the occurrence of menorrhagia ('heavy periods with extreme cramps'), arthralgia ('painful joints/ muscles') and endometriosis ('they also endometriosis during the surgery and try to remove it') in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included general anesthesia in 2012. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), arthralgia (seriousness criterion disability), endometriosis (seriousness criterion medically significant), myalgia ("painful joints/ muscles"), dysmenorrhoea ("heavy periods with extreme cramps"), alopecia ("hair loss"), tooth disorder ("dental problems"), dyspareunia ("painful sex"), migraine ("migraines"), allergy to metals ("nickel allergy") with urticaria and rash, abdominal pain ("belly pain") and constipation ("constipation"). The patient was treated with surgery (both fallopian tubes and the corner of my uterus removed). Essure was removed on (B)(6) 2019. At the time of the report, the menorrhagia, arthralgia, endometriosis, myalgia, dysmenorrhoea, alopecia, tooth disorder, dyspareunia, migraine, allergy to metals, abdominal pain and constipation outcome was unknown. The reporter provided no causality assessment for allergy to metals, alopecia, arthralgia, dysmenorrhoea, dyspareunia, endometriosis, menorrhagia, migraine, myalgia and tooth disorder with essure. The reporter considered abdominal pain and constipation to be related to essure. The reporter commented: intervention required and disability/permanent damage was mentioned but not specified and/or assigned to one of the events. Date of insertion was mentioned as (B)(6) 2012. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in 2012: it was proper placement. Concerning the injuries reported in this case, the following ones were reported via social media: abdominal pain, constipation. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 2-dec-2019: social media received. Reporter's information were added. Added event pain in my belly, constipation. On 5-dec-2019: summons received. Reporter's information were added. No new significant information. Fu3 & fu 4 process together. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (food and drug administration, reference number: mw5085008) on 28-mar-2019. The most recent information was received on 04-apr-2019. This spontaneous case was reported by a consumer and describes the occurrence of menorrhagia ("heavy periods with extreme cramps"), arthralgia ("painful joints/ muscles") and endometriosis ("they also endometriosis during the surgery and try to remove it") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included general anesthesia in 2012. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), arthralgia (seriousness criterion disability), endometriosis (seriousness criterion medically significant), myalgia ("painful joints/ muscles"), dysmenorrhoea ("heavy periods with extreme cramps"), alopecia ("hair loss"), tooth disorder ("dental problems"), dyspareunia ("painful sex"), migraine ("migraines") and allergy to metals ("nickel allergy") with urticaria and rash. The patient was treated with surgery (both fallopian tubes and the corner of my uterus removed). Essure was removed on (B)(6) 2019. At the time of the report, the menorrhagia, arthralgia, endometriosis, myalgia, dysmenorrhoea, alopecia, tooth disorder, dyspareunia, migraine and allergy to metals outcome was unknown. The reporter provided no causality assessment for allergy to metals, alopecia, arthralgia, dysmenorrhoea, dyspareunia, endometriosis, menorrhagia, migraine, myalgia and tooth disorder with essure. The reporter commented: intervention required and disability/permanent damage was mentioned but not specified and/or assigned to one of the events. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in 2012: it was proper placement. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 4-apr-2019: quality safety evaluation of ptc. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This case was initially received via regulatory authority (food and drug administration, reference number: mw5085008) on 28-mar-2019. This spontaneous case was reported by a consumer and describes the occurrence of menorrhagia ("heavy periods with extreme cramps"), arthralgia ("painful joints/ muscles") and endometriosis ("they also endometriosis during the surgery and try to remove it") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included general anesthesia in 2012. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), arthralgia (seriousness criterion disability), endometriosis (seriousness criterion medically significant), myalgia ("painful joints/ muscles"), dysmenorrhoea ("heavy periods with extreme cramps"), alopecia ("hair loss"), tooth disorder ("dental problems"), dyspareunia ("painful sex"), migraine ("migraines") and allergy to metals ("nickel allergy") with urticaria and rash. The patient was treated with surgery (both fallopian tubes and the corner of my uterus removed). Essure was removed on (B)(6) 2019. At the time of the report, the menorrhagia, arthralgia, endometriosis, myalgia, dysmenorrhoea, alopecia, tooth disorder, dyspareunia, migraine and allergy to metals outcome was unknown. The reporter provided no causality assessment for allergy to metals, alopecia, arthralgia, dysmenorrhoea, dyspareunia, endometriosis, menorrhagia, migraine, myalgia and tooth disorder with essure. The reporter commented: intervention required and disability/permanent damage was mentioned but not specified and/or assigned to one of the events. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in 2012: it was proper placement. Incident no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.